Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture on first and third ventricular paced events on remote monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.